Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker data solutions team informed that the serial number reported was incorrect. The correct serial number is (B)(6). Section d4, lot/serial no of the initial medwatch report indicates (B)(6). Section d4, lot/serial no of the initial medwatch report should indicate (B)(6). Section h4, manufacturing date of the initial medwatch report indicates 03/02/2023. Section h4, manufacturing date of the initial medwatch should indicate 07/07/2021.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. A conclusive cause of the reported issue could not be determined. The customer received a replacement device. Device archived by stryker maastricht.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.